Manufacturer narrative:
Additional patient code: 2091/swelling. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that 7 days after the dental implant was installed in intraoral region 19#, its non-osseointegration was observed. Moreover, 32n.cm of primary stability was achieved and the patient presented bone type ii. The implant was installed right after tooth extraction.